Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient felt pain near the implant and infection was suspected. While in the hospital, cold compress was stopped, and swelling was noted. Also, the suture opened a tiny bit and took time to heal. The physician advised to clean the wound with soap rather than using chemical. Moreover, the pain was noted to be mild and that the device was working as intended. There were no additional adverse patient effects reported. This ra lead remains in service.